Event description:
It was reported that there was a separation between the twist clamp and the main body of a minicap transfer set. This was described as while the patient was performing home dialysis, ¿the patient rotated the dialysis line valve, causing the white rotating part to detach from the blue connector¿. As a result, the patient discontinued the therapy session. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. The transfer set had been in use for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.